Event description:
Had to go to emergency room to have tampon removed [foreign body in reproductive tract]. No string on tampon [device physical property issue]. Case description: consumer reported via email that she had to go to the hospital to have her tampon removed. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.